Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Pt pulled out PICC line, except for last 5cm - was unable to pull out more. Took an xray, and it showed there is a burr on tip of catheter. Pt being sent to an ir at another facility to have catheter removed.